Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 01/20/2024, it was reported that the patient experienced a hypoglycemic event, she already noticed inaccurate cgm readings, the patient did a fingerstick at that time, and as the readings aligned after this, she did not take any further action. The day of the event the patient started to feel odd and disoriented at work and experienced loss of consciousness. An ambulance was called by colleagues and the patient was given sugar and fruit. When the paramedics arrived a fingerstick was the cgm was reading 3.3 mmol/l and the blood glucose reading was 1.5 mmol/l. The patient received treatment with glucose syrup from the paramedics. After the event the patient stated that she had to rest, but at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.